Event description:
This x-ray system would intermittently hesitate to fluoro. That is, the operator would step on the pedal and system would not immediately fluoro but would fluoro in 5 to 10 seconds and the system would then be fine for another 3 to 7 days.

Manufacturer narrative:
Method/results/conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.